Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a bleeding lcd glass, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.